Manufacturer narrative:
The technician found the left side rail end tube was broken. The technician replaced the left side rail end tube to resolve the issue.

Event description:
The technician alleged that the side rail was not staying in the up position. No patient impact.